Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-65118.

Event description:
The customer reported via telephone call that she had a bent cannula and bleeding at the infusion set insertion site. The customer was hospitalized due to diabetic ketoacidosis. The customer reverted to a back up plan. The customer also received a no delivery alarm. The blood glucose reading at that time was 298 mg/dl. The alarm did not occur during the prime.